Event description:
It was reported that bd ultra fine¿ pen needles tear drop labels are lifting during use. The following information was provided by the initial reporter: material no: 320122, batch no: 9281224 verbatim: consumer reported that the tear drop labels are lifting from some of the needles, said it appears that there was not enough glue placed on the labels. The labels are attached but not completely sealed.

Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample was returned from lot. No. 9281224, cat. No.320122. Visual examination was carried out on the open sample and an unsealed teardrop label was observed on the returned sample. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The most likely root cause of this issue was due to a malfunction of a compliance pin that pushes the cover upwards to contact the teardrop and heat sealing head during the assembly process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needles tear drop labels are lifting during use. The following information was provided by the initial reporter: material no: 320122, batch no: 9281224. Verbatim: consumer reported that the tear drop labels are lifting from some of the needles, said it appears that there was not enough glue placed on the labels. The labels are attached but not completely sealed.